Event description:
It was reported that the piston on the pump would retract without being prompted to do so, causing the pump to be unable to engage the cartridge during the fill tubing sequence. During troubleshooting with tandem technical support, it was confirmed that the customer had reset the pump resolving the issue. Customer was able to successfully complete the cartridge load process and start insulin therapy. There was no adverse impact to the customer's blood glucose level.